Manufacturer narrative:
One used administration set, and photos of the administration set were received for evaluation. Visual inspection found no anomalies. Functional testing was performed and the device tested normally. No issues were found during the delivery testing. A device history review was performed and there are no complaints related to the reported defect.

Event description:
It was reported that the pump was programmed to infuse 1000 ml in 13 hours but delivered only about 800 ml after the set time. The date and time are incorrect in the pump. The pump's recorded date when the incident occurred was the night between (B)(6) 2025 and (B)(6) 2025, however the actual event date was (B)(6) 2025 and (B)(6) 2025. The time in the pump is also offset by 1 hour and 42 minutes backwards. There was patient involvement, but the patient has not suffered any harm, only received a slightly insufficient amount of nutrition during the day. Associated pump complaint documented on (B)(4).

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.